Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch issue. A field service engineer adjusted the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer made a clicking noise on opening it, yet it remained stuck. There were no adverse events or injuries reported based on this incident.